Event description:
Per oracle ro: 1219828 when using a 3ml syringe, keep getting occlusion check infusion line intermittent.

Manufacturer narrative:
Additional information was received on 26 august 2022. Date of event was updated. B5: additional information was received and attached to the file on 26 august 2022. The event occurred during bench test. There was no patient injury. Device evaluation: one pump sample was received at manufacturing. Visual and functional testing of the returned sample was performed. Visual inspection of the returned sample revealed a broken tamper seal and the right plunger case was cracked along the bottom case by the pole mount. Functional testing for occlusion and force sensor was performed. Results: the reported issue was duplicated during the investigation. Root cause of the reported issue would be considered customer induced as a result of the customer non-performance of periodic preventive maintenance activities and general neglect. The force sensor that was out of calibration was replaced preventatively as it was over eight years old. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of the service and repair record. The device is over 8 years old., corrected data: d1: correction: brand name: medfusion 4000 pump, d4: correction: model number: 3500, d5: correction: operator of device: unknown, e4: correction: no.